Event description:
The facility reported an infusion pump with failure code 703 on channel b. Information was not provided whether or not the device was in patient use when the event occurred. No record of any patient incident involving the pump no patient injury had been reported.